Event description:
It was reported that the patient was suffering from chronic renal failure. The patient had the repair kit fitted late last year in the left subclavian vein and after only a few months of use, during dialysis in the renal unit, the arterial and venous hubs cracked. The unit was removed and replaced without issue. There was no reported delay, death or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed, if additional information becomes available.